Event description:
Patient in respiratory failure on 100% o2 via nasal interface. Patient's o2 sat noted to drop into 70s. Nose piece of optiflow noted to be disconnected. Piece reconnected, then o2 sat noted to increase to 94% manufacturer response (as per reporter) for o2 administration, nasal interfacerepresentative visited facility, met with respiratory therapy